Event description:
Reporter from a physician's office contacted technical solutions regarding a patient's pump that was not communicating with their programmer. Technical solutions asked the reporter to power-cycle the programmer and reinquire the pump. The reporter stated that after inquiring, error codes 100, 114 and 115 were observed. The reporter stated that the pump's battery level was okay when it was last inquired. Technical solutions advised the reporter that a pump explant was recommended for this issue. No additional information was made available.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Several attempts were made by technical solutions to retrieve follow up information related to the issue, but these attempts were unsuccessful. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).